Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542640, lot # 261743, serial #(B)(4). Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor siltex round moderate profile 375cc saline prosthesis. Post procedure, deflation was diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 261743 was reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).